Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining a result of 326 mg/dl on compact plus system 1 compared back to back with a result of 126 mg/dl on another unspecified compact plus system 2 when testing was performed within 10 minutes. Reporter stated that he took his normal medications which include 6 units of novolog about 1 hour prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.